Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was >8 inr. The corresponding lab result reported was 2.61 inr. The reporter didn't know if the patient received treatment. The device was replaced and requested to be returned for evaluation.